Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the patient is still getting therapy but will contact the physician if revision is needed. No actions needed at this time. Issue has been resolve; ins still implanted.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported patient having 4 electrodes out of range, 0, 3, 4 and 5 at 40k ohms. Rep said patient getting the out of range limit. Group a uses 1<(>&<)>2 group b uses 2<(>&<)>6 group c used 6- 12- and 15+ rep said stimulation is up to about 10ma range with pulse width over 600 and rate at 40hz. At one point technical services(ts) asked for more impedance values and rep ran impedance again and more electrode were out, including #9 and 2 at 40k ohms. Rep indicated that it looked like it's changing with patient body position. Ts told rep to test in different body positions and try to find electrodes that are stable and use those to program. If programming didn't allow therapeutic relief then revision may be needed. No known cause of impedance issue, such as fall/accident/trauma. Issue started around 2.5 weeks ago.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient via the manufacturer representative reported that there was high impedance on contacts 0-5 and 7. The lead was replaced and the issue was resolved. The cause was not known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead h3: analysis of the lead (B)(6) revealed that conductors 0-7 were broken 15 cm from the distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.